Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation determined that the most probable root cause is operational context, as the complaint is associated with a product that meets the bsc design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x12mm drug eluting stent to the 99% stenosed lesion located in the calcified and severely tortuous, proximal right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the stent strut had lifted up. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted is good.